Manufacturer narrative:
The device was received for analysis with no visual non-conformances and with an cartridge loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Furthermore, the device was fired with the returned cartridge. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. However, the knife did not return to home completely. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, corrosion on the link subassembly and flexband was noted leading the knife did return to home completely once the device completed its 3-stroke firing sequence. Possible cause for this condition may be the exposure of cleaning solution. Furthermore, the firing trigger returned to home as intended after each single actuation. Please note if the firing stroke is not complete (plastic to plastic) the firing trigger remains loose, until the firing sequence has been completed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a lower anterior resection procedure, the firing trigger could not return to the original position automatically. The device was being used between the tumor and the dentate line, and each side was about 3cm. The surgeon used manual firing release lever to open the jaw. Changed another reload still had the same issue. Finally, the surgeon converted the procedure to open and used conventional cutter to complete the procedure. There were no other like devices available. The patient lost about 100ml blood and the procedure was prolonged about 2 hours. The patient was transfer to ICU for observing 24 hours. Now the patient is fine and has left the hospital already.